Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed no damage to the keypad cover. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. Evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.